Event description:
It is reported that patient underwent a revision due to metallosis and sepsis.

Manufacturer narrative:
Review of primary operative surgical notes indicated that performing the final reduction, that exhibited excellent range of motion with no instability or impingement. It could not be confirmed if metallosis or sepsis is present. Patient factors that may affect the performance of the components include: age, bone quality, height/weight, and type of activity are unknown. Sterilized devices manufactured or distributed by (B)(4) are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. Review of the manufacturing records for lot codes associated with the devices identified that the devices conform to specifications. Review of complaint history indicated no previous complaints for the lot codes associated with the head, stem and liner.